Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. A conclusive cause for the reported patient-device incompatibility (failure to seal) could not be determined; however, the subsequent unexpected medical intervention (additional therapy/non-surgical treatment) appears to be related to the operational context of the procedure. Patient-device incompatibility (failure to seal the perforation) may be attributed to several factors including, but not limited to, patient anatomical morphology, product size selection, deployment technique, interference from previously deployed devices, or growth of perforation during deployment. In this case, it is possible that growth of the perforation during deployment may have caused the reported patient-device incompatibility (failure to seal); however, based on the limited information provided by the account, this cannot be confirmed. Another graftmaster stent was implanted. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. A perforation occurred therefore two 4.0x16mm graftmaster covered stents were implanted to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported the procedure was to treat a lesion in the proximal left anterior descending (lad) artery. A perforation occurred therefore two 4.0x16mm graftmaster covered stents were implanted to seal the perforation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.